Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(6), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient felt something sticking out of her back at the bra line. She felt it last night but has noticed the scar in the area kept pushing out more and more previously. She was able to pinch the area from side to side. She has an appointment with her primary care physician on (B)(6) 2013 and an x-ray has been offered to be taken. Her stimulation has been off for three weeks. A door fell on her and scraped her back. She was programmed after the door incident but the stimulation has not felt right. She also went fishing early (B)(6) and caught a sting ray 85-90lbs and has been picking up her kids. Certain positions causes the stimulation to turn off but she was told the device could do that because she was in the transitional zone. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID neu_unknown, serial# unknown, product type unknown. (B)(4).

Manufacturer narrative:
Analysis of the lead (model #39565-65, lead scs 5-6-5, serial #(B)(4)) found its outer insulation melted. There were titan anchor impressions 3.0 - 3.9 cm from distal end and 3.1 - 4.0 cm from distal end. There was also cosmetic esc (environmental stress cracking) on outer insulation around the anchor impression site. Analysis of the anchor (anchor 3550-39 titan) found it separated. Silicone portion of the anchor was not received for #8 - #15 leg.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient felt the anchor break on (B)(6) 2013 and saw it protruding when lying down. The healthcare provider confirmed the x-ray result the day prior to the report. It was added that along with the broken anchor, the patient could feel the stimulator had moved to the upper back and patient had no stimulation in the legs. It was noted that the patient was still using the implantable neurostimulator (ins) because ¿being without it entirely was too much pain to handle.¿ additional information reported that the patient was still having concerns regarding device or therapy but working with healthcare p rovider (hcp) or manufacturing representative. It was indicated that an anchor was pulled loose and patient could not "get in." It was added patient was in ¿tons¿ of pain. The patient reportedly ¿loved¿ the stimulation system. It was noted that the patient had stimulation in the stomach.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient heard a "pop" in her back at the lead site while pulling in a fish during a deep sea fishing trip. It was noted that the patient had "sub-therapeutic stimulation." It was noted that the patient's lead was explanted and replaced on (B)(6) 2013. It was further noted that the patient had "great stimulation" at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.